Event description:
It was reported that the patient presented for aveir implant. During the procedure, it was noted that the novel right ventricular leadless pacemaker was failing to capture. Contrast and echo were performed and revealed a pericardial effusion had developed due to cardiac perforation. Hypotension had resulted and the patient was noted to gone into asystole. Pericardiocentesis was performed and cardiopulmonary resuscitation (CPR) were performed. The patient had deceased during procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.